Event description:
It was reported during in clinic follow up that the atrial lead had dislodged due to twiddler's syndrome. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: previously reported as "conclusion not yet available", now updated to "no problem detected".

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Visual inspection did not find any anomalies on the lead with exception of damage consistent with that occurring at the time of the procedure.